Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't start up. The customer reported that the power indicator in the review module was on but the monitor had no display. The fse checked the leds on the pc box in m-cabinet and found that the leds 5 & 6 were not on. The fse also tested the voltage of the power tray output and found the 24v dc missing. The fse confirmed that the power tray was defective. The fse replaced the defective power tray to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be started. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power tray and the device was returned to expected functionality.